Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2015 for a diabetic event. Customer's blood glucose was over 900 mg/dl at the time of the emergency room visit. Customer is still in the hospital. Caller was trying to locate someone to get supplies to complete some testing on the pump. Caller stated that it seems like the nursing staff may want to do some testing since the customer's blood glucose was high but there is no way for them to get the items locally.